Event description:
It was observed that during the device evaluation, foreign objects (white residues) were found on the nozzle and a/w tube (air/water) tube. There was no patient involvement.

Manufacturer narrative:
As noted in section b5, foreign objects (white residues) were found on the nozzle and a/w tube (air/water) tube. A definitive root cause of the reported issue could not be identified. Based on the results of the investigation, it is probable that white residues could be products that contain silicone that can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Olympus will continue to monitor field performance for this device.